Event description:
It was reported that an alarm occurred, followed by another alarm indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to disconnect and tighten the tubing, deliver a bolus, reload a new cartridge, and ultimately replace supplies as necessary to resume insulin therapy.